Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found occlusion was coming from the cartridge. Reportedly, there was a small crack on the cartridge. There was no impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.